Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generator header, even with the use of silicone oil. The device was no longer used and a new device was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis confirmed that a test lead could not be inserted into the atrial connector port of the pulse generator due to foreign material present on the atrial contact spring.